Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that on (B)(6) 2015, the patient had ventricular drainage surgery due to intracranial hemorrhage. According to the report, three days after the drain was placed, the doctor found the connection between the drip chamber and the catheter came loose without external force. Reportedly, csf was flowing out of the connection after closing the three-way stopcock under the catheter and the connector was found to be detached. According to the report, the doctor pre-filled the exacta drainage system with saline and the product did not leak prior to use. It was reported that the doctor removed the exacta drainage system and replaced it with a new exacta drainage system. Reportedly, the patient was in stable condition and did not have an infection. It was later reported that the leak was observed at the main line stopcock where the patient line tubing is connected and not at the catheter connection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.